Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon evaluation, it was noted that one of the returned sutures was frayed. The inserters have no problems. The most likely cause can be attributed to improper bone preparation. Insertion in very hard bone may require pre-punching a bone socket to avoid damage to the implant.

Event description:
It was that during a rotator cuff surgery while suturing the ligament, the anchor was pulled out of the bone. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.